Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced a low blood glucose reading of 70 mg/dl last night. Customer treated with food. Customer stated that he was feeling dizzy and out of it. Customer stated that he felt like he was going to black out. Customer stated that he spent almost a month in the hospital because his blood glucose went down to the 40's mg/dl in (B)(6). Customer stated that his wife was a second away from calling the emergency medical services. Customer removed the pump and left it off for a while and then reconnected to the pump. Customer stated that his average blood glucose is in the 500's mg/dl. Customer stated that he ate dinner and his blood glucose was 259 mg/dl. Customer bolused and his blood glucose was 73 mg/dl. Customer stated that his blood glucose was later 70 mg/dl. Customer's blood glucose was then 76 mg/dl and is currently at 246 mg/dl. Customer just started the pump yesterday. Customer was advised to watch his blood glucose closely.